Event description:
It was reported that the temperature sensing foley deflated prematurely and fell out of the patient. It was later reported from the facility that the balloon was not deflated when the catheter fell out of the patient.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the sample noted one opened (without original packaging) meter bag, drainage tubing and temperature sensing silicone foley and sample port connector. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. Active length of the catheter balloon was measured (0.7655") and found to be within specification (0.6"-0.9").the catheter was confirmed to be 14 fr. A potential root cause could not be found since the reported event was unconfirmed. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed since the reported failure could not be reproduced. Visual evaluation of the sample noted one opened (without original packaging) meter bag, drainage tubing and temperature sensing silicone foley and sample port connector. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. Active length of the catheter balloon was measured (0.7655") and found to be within specification (0.6"-0.9").the catheter was confirmed to be 14 fr. A potential root cause could not be found since the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the temperature sensing foley deflated prematurely and fell out of the patient.